Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Correction: section d:suspect medical device: d4: expiration date: old: 10/3/2021/new: 3/10/2021.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer reported a false positive architect sars-cov-2 igm for a patient. The following data was provided (architect sars-cov-2 igm reference range: < 1.00 index = negative, >/= 1.00 index = positive): on (B)(6) 2020 = antigen test (abbott panbio) = positive; the customer suspected that the sample for the antigen test may have been incorrectly collected. This was discovered when pcr testing was done on (B)(6) 2020. (B)(6) 2020 = architect sars-cov-2 igg = negative; architect sars-cov-2 igm = 15.39 index (positive), on (B)(6) 2020 = pcr method = negative, on (B)(6) 2020 = architect sars-cov-2 igg = negative; architect sars-cov-2 igm = 11.47 index (positive); virclia igm +iga (vircell) = negative, the patient did not present with any specific symptoms. There was no impact to patient management reported.

Manufacturer narrative:
Correction: suspect medical device: expiration date: old: 10/3/2021 / new: 3/10/2021.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for a false positive archtitect sars-cov-2 igm result included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Patient samples were not available for return. In-house specificity and sensitivity testing for reagent lot 22167fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22167fn00 did not identify any non-conformances or deviations related to the customer complaint issue. Labeling was reviewed and found to adequately address the issue under review. In this case, the patient did not present with any specific symptoms and no specific patient history was provided. Based on the data provided, in particular the persistent igg negative results, it is possible that the igm result is false positive. As the patient sample is not available, no additional testing could be performed to further clarify the clinical status. A direct comparison should not be made between the architect sars-cov-2 igm assay and virclia assay. The architect sars-cov-2 igm is designed to detect immunoglobulin class m (igm) antibodies to the spike protein of sars-cov-2 whereas the virclia igm+iga assay is designed to detect antibodies for both spike and nucleocapsid proteins and uses a different test methodology. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per summary and explanation section of the package insert, at this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igm reagent lot 22167fn00 was identified.